Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation/evaluation. The investigation could not confirm the flickering image reported by the customer but found the video telescope to display a green image. This failure was traced back to a defective r-unit. Thus, the event/incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during preparation for an unspecified procedure the video telescope displayed a flickering image. No further information was provided but there was no report about an adverse event or patient injury. During the inspection at the olympus repair center, the reported failure could not be reproduced. However, the video telescope displayed a green image.